Event description:
It was reported there was an issue during a battery replacement procedure a few days prior to the date of this report. When the four screws of the extension were unscrewed, the four ¿square holders¿ that the screws went into moved about individually. The lead was unable to be disconnected from the extension so it broke. Both the lead and extension were replaced. No patient symptoms or complications were noted. The patient was doing well following the procedure.

Manufacturer narrative:
Concomitant medical product: product ID: 309510, serial# unknown, product type: extension. (B)(4).